Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead was seen and had the device interrogated. A field representative (fr) reported that the lead had switched from bipolar to unipolar approximately a month prior it was noted. At that time, the device was reprogrammed back to bipolar. Most recently, the lead had switched again back to unipolar. Boston scientific technical services (ts) discussed that an out-of-range (oor) pacing impedance measurement had to have been recorded to cause the lead switch. Further, noise was also noted and isometrics were performed but were not able to reproduce noise. Ts discussed troubleshooting and programming options with the fr. Additional information indicated that the cause of noise was undetermined. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that this lead was surgically abandoned. There were no additional adverse patient effects reported. This investigation will be updated should further information be provided.